Event description:
It was reported that the actual residual volume (30ml) was greater than the expected residual volume (3.2ml). It was stated patient always experienced some pain. There were no alarms and the pump logs were not checked as of the date of this report. No diagnostic studies were done. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).